Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient using a test neurostimulator with screener cable for unknown indication for use. It was reported the patient was worried about a lead migration. It was reported the patient was evaluated on (B)(6) 2017. On (B)(6) 2017 the patient was afraid she might have pulled the wire because she did not feel stimulation while laying down in bed the previous night. The patient felt stimulation after she stood up. The patient had a migraine (B)(6) 2017. The device was still in use. It was unknown if the issue was resolved at the time of the report. The patient status at the time of the report was ¿alive- no injury.¿ no further complications were reported or anticipated.